Event description:
A patient was emergently brought to the operating room due to excessive bleeding. A perfusion circuit was assembled, primed and prepared in the event the patient required cardiopulmonary bypass to manage the bleeding. During prime, a leak was observed at the sampling line connection of the oxygenator. The leak appeared to be at the oxygenator outlet connector. The oxygenator was required to be changed out due to the leak, and this extended the setup time required for the emergent procedure. The circuit preparation was completed, and the patient did not require cpb to control the bleeding. No blood loss was associated with this event, and no harm resulted to the patient due to the oxygenator leak. No consequence or impact to patient. Product was changed out.

Manufacturer narrative:
The returned unit was visually inspected for any anomalies, and none were observed. The unit was leak tested at 1.5 kg/cm2 for 10 minutes. No leaks were observed anywhere on the unit, including at the sampling connection location. After 10 minutes, the sampling connection was manipulated while the unit was being pressurized. No leaks were observed while manipulating the device. Because no leaks were observed, this complaint cannot be confirmed. A review of the device history record revealed no production related anomalies. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.